Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: the patient underwent the following procedures: redo lumbar microdiscectomy on the left at l4-l5. Posterior spinal fusion, l4-l5, with instrumentation, local bone graft, bmp (bone morphogenic protein) and allograft. Left-sided unilateral posterior lumbar interbody fusion at l4-l5 with a peek intervertebral cage, local bone graft, allograft and bmp . Pre-operatively, MRI showed evidence of l4-l5 degenerative disc disease with disc desiccation, endplate modic changes and epidural fibrosis. As per op-notes,¿ all endplates cartilage was removed. The endplates were meticulously prepared for fusion. The disc space was copiously irrigated with antibiotic solution. I then dilated up the disc space from about 6mm up to 12mm. At 10mm took an x-ray and compared this to the disc above and felt that we needed to go upto 12mm. The disc space was filled with local bone graft, allograft and a full sponge of bmp. I then placed a size 12 peek intervertebral implant filled with local bone graft into the disc space without spontaneous emg activity and sealed this well anteriorly.¿ the patient tolerated the procedure well without any intraoperative complications.